Manufacturer narrative:
(B)(6).

Event description:
Reportable based on device analysis completed on 21-sep-2018 it was reported that rotawire couldn't cross lesion. A rotawire and wireclip torquer and 1.25mm rotalink burr were selected to treat the tortuous and calcified lesion. During the procedure, it was noted that the rotawire could not cross the lesion smoothly and it was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed the rotawire was stuck in the rotalink. Device eval by manufacturer: the device returned stuck within a secondary device (rotalink). The section that is outside the proximal end of the secondary device measures 37 cm from the proximal end of the wire. The second section that is outside the distal end of the catheter of the secondary device measures 143.5 cm measured from the distal end of the wire. The device presents a severe kinks on its proximal end, body and distal end. The outer diameters of the distal tip, middle and proximal section were within specification.